Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced episodes of hyperglycemia up to 400 mg/dl and hypoglycemia down to 40 mg/dl while using the ilet system, was advised by their trainer to perform a factory reset, completed the reset, and then requested assistance pairing their phone to the ilet mobile app; the event was documented with the device problem categorized as insufficient information and the device component as insufficient information. Symptoms included hypoglycemia, hyperglycemia, headache, nausea, and tremors. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.